Event description:
The customer reported to baxter corporate product surveillance(cps) a continu-flo solution set in which the adminstration set separated from a 250ml inaviva container of 5% dextrose solution. The reporter stated that the spike separated from the bag while attached to a patient during transport. This resulted in a leak of dextrose solution. The medical assistant and patient reconnected the tube to the bag and therapy continued on normally. The reporter did not believe that the actual product malfunctioned, but that the administration set got caught on something during transport (like a door handle) that caused it to separate and that no one want to take responsibility for their mistake. She believes this because the administration set was reconnected to the bag and therapy continued normally. There were no reports of patient injury or medical intervention associated with the event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.